Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which noted the patient also experienced dyspnea and vomiting, and the rv lead was reprogrammed before being explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4076 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncopal episode. The patient was brought to the emergency room and again lost consciousness. An examination found the patient's right ventricular (rv) lead thresholds had increased and loss of rv capture was observed. The rv lead remains in use. No further patient complications have been reported as a result of this event.